Event description:
It was reported that bd hypodermic blunt fill needle had the needle point penetrate through the shield. The following information was provided by the initial reporter: "on reviewing the product their was thought to be a pre-existing hole in the plastic cover ".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: it was reported when recapping needle to maintain sterility of the key part a needlestick injury occurred. To aid in the investigation, one sample with the plastic shield and one photo were provided for evaluation by our quality team. A visual inspection was performed and the plastic shield has a hold 3/8" from the top. No other defects or imperfections were observed. It could be possible the customer was not using the product as intended. This product should not be recapped. A device history record review was completed for provided material number 305180, lot number 0363878. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that bd hypodermic blunt fill needle had the needle point penetrate through the shield. The following information was provided by the initial reporter: "on reviewing the product their was thought to be a pre-existing hole in the plastic cover."